Event description:
It was reported that the ventricular lead exhibited noise. Isometrics could not reproduce the noise. The patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead continued to exhibit noise. The lead was reprogrammed and remained implanted. No patient symptoms were reported.